Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "tight over guidewire" is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during insertion of an intra-aortic balloon (iab) difficulty was encountered with the guidewire. The cath lab manager stated they had trouble advancing the guidewire, the spare guidewire also kinked. As a result, they ultimately placed the catheter without a sheath using a .018" guidewire off the shelf. There was no reported death or serious injury. There was no reported patient complications. Additional information received from the sales rep that the issue appears to be that the iab was kinked.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab) difficulty was encountered with the guidewire. The cath lab manager stated they had trouble advancing the guidewire, the spare guidewire also kinked. As a result, they ultimately placed the catheter without a sheath using a .018" guidewire off the shelf. There was no reported death or serious injury. There was no reported patient complications. Additional information received from the sales rep that the issue appears to be that the iab was kinked.